Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involvement in this event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer's device has not been returned to stryker for evaluation. The reported issue could not be verified or duplicated, and the cause of the reported issues could not be determined. The device remains with the customer.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involvement in this event.